Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A us distributor contacted zoll to report that the patient developed a red, raised, itchy irritation underneath and around the edges of the patch. There was no alleged device malfunction. The patient ended use. Patient's rn instructed the patient to use a corticosteroid. The outcome of the irritation is not known.